Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator on device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 13th may 2015 and performed to specification up to the 25th january 2016. The returned pad-pak was installed. The device was powered up successfully while cycling through the audio prompts, all membrane leds became dimly illuminated. The device powered off with no warnings given. No status led was active throughout, this confirms the reported fault. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. The device was then disassembled for investigation. Investigation found the fault was due to membrane tail misaligned. The membrane tail was found to be misaligned within the j11 connector. This had caused insufficient connection between the track on the membrane tail and the point of contact within j11. The poor connection resulted in no status led and also abnormal activity from the membrane.